Event description:
The device mechanism was returned to the customer center with a report from the customer contact that the device alarmed with an n234 (distal air bolus) error code. This does not indicate a reportable malfunction. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the pin on the pressure detector assembly was broken.

Manufacturer narrative:
The field service engineer (fse) confirmed the customer reported n234 (distal air bolus) error code through testing then sent the device mechanism to the service center for evaluation. When the mechanism arrived at the service center, it was misplaced but later found and tested on 09/23/2014. The mechanism did not pass the distal occlusion test by alarming with n187 (neg distal occl delivery) due to a broken pin on pressure detector assembly. After the pressure detector was replaced, the distal occlusion test passed. The complaint of error code n234 was not duplicated at the service center but it was confirmed by the fse. The device has been identified as part of a product recall. This represents all the information known by the reporter upon query by hospira personnel.